Event description:
It was reported that this pacemaker system exhibited noise, oversensing and pacing inhibition with more than two seconds of asystole. This pacemaker system remains in service. No adverse patient effects were reported.